Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote support engineer (rse) inspected the system remotely and confirmed that the system did not boot-up. Analysis of the log file showed that problems with the flexvision-pc. The rse asked customer to replace the flexvision-pc and hard disk drive (hdd), and the system was returned to use in good working order. The codes are updated based on the investigation outcomes. The health impact code and evaluation method code were corrected.